Manufacturer narrative:
We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.d4 - serial no changed from blank to (B)(6).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was overheating while it was charging. It was also stated prior to the event the pdm fell and was damaged.